Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulties were encountered. The vessel was pre-dilated with an unknown size balloon and resistance was felt. Delivery of a taxus express2 2.5 x 16 mm drug eluting stent across the lesion was difficult. The taxus stent was deployed at 12-14 atms and deflated and inflated to 16 atms and deflated and balloon could not be removed. Using pressure (pulling) the balloon was removed. It was noticed that the distal end of the stent was not fully deployed. The physician post-dilated the stent with a high pressure balloon at 24 atms. There were no pt complications reported.